Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076 implantable pacing lead 2012 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead dislodged after being implanted in the septum. Therefore, the rv lead was later moved to the rv apex and remains in use. No patient complications have been reported as a result of this event.